Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump was unable to vibrate during due to a broken vibrator wire. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced a vibrate anomaly. Customer reports that alert type was changed to vibrate but it stopped working even after changing batteries. Insulin pump did not vibrate after self-test. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 48 mg/dl, which was treated with food. No further information provided.